Manufacturer narrative:
Zimmer biomet complaint- (B)(4). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: "early or late postoperative, infection, and allergic reaction". Gililland, j. M., anderson, l. A., erickson, j., pelt, c. E., & peters, c. L. (2013). Mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30. Hindawi publishing corporation, 1-7. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
Information was received based on review of a journal article entitled, "mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30". This complaint addresses: perioperative complication infection was seen in one patient. There has been no further information provided and the patient outcome is unknown.